Manufacturer narrative:
(B)(4).the complaint device is currently en route to fisher & paykel healthcare. We will provide a follow-up report upon receipt and completion of our investigation.

Manufacturer narrative:
(B)(4). Method: one complaint chamber was returned and was visually inspected. Results: the visual inspection revealed a vertical crack from the cleft of the baffle almost to the base of the chamber dome. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the root cause of the crack cannot be determined, however it is consistent with that of cracks caused by abnormal stress placed on the chamber dome, aggravated by use with a high frequency oscillatory ventilator. In the event that a chamber cracked through to cause a drop in pressure, the ventilator will alarm, thereby alerting the user to replace the chamber. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specifies to the user the following warnings: "set appropriate ventilator alarms". "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". "Use of the mr290 above the maximum operating pressure [8 kpa (~80 cmh2o)] may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure". All mr290 chambers are pressure tested and visually inspected prior to distribution. These tests check for physical damage and leaks. Any chamber which fails the pressure testing or visual inspection is rejected. (B)(4).

Event description:
A hospital in the (B)(4) reported that there was water leakage near the metal base of three mr290 autofeed humidification chambers. The hospital further reported that one of the chambers has "a little scratch". No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that there was water leakage near the metal base of three mr290 autofeed humidification chambers. The hospital further reported that one of the chambers has "a little scratch". No patient consequence was reported.